Event description:
Reporter alleged discrepant blood glucose results when her meter was compared to the doctor's. Reporter stated the advantage system result was 250 mg/dl compared to the doctor's measurement of 103 mg/dl when testing was performed < 1 minute apart. Reporter also stated another comparison yielded 250 mg/dl on her advantage system compared to the doctor's measurement of 105 mg/dl when testing was performed < 1 minute apart. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.